Manufacturer narrative:
B3: event date is asked, unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient's implant was not working at all as patient stated it was not helping to control their urine. Patient reported when they made adjustments they could feel where it was making the adjustment, but their symptoms weren't improving. Patient stated they had tried making therapy adjustments, increasing stimulation and changing programs, but that had not helped. Patient services reviewed their role and provided a general therapy overview. When agent asked for event patient mentioned they fell one time and thought they "might have broke it and everything". Patient saw their healthcare provider (hcp) after this and they checked it and set it on a different setting and it seemed to stimulate and everything, but it still didn't help. Patient stated when they first put it in it seemed like it did help but stated maybe it was their imagination. Patient was redirected to their hcp to further address the issue. Agent provided patient with nas number for healthcare provider office to call to coordinate a ppointment with a manufacturer representative (rep), if needed. Patient confirmed understanding and would follow up with hcp if not resolved with therapy adjustments. Patient mentioned they have an appointment with their  hcp in november. Patient stated their hcp does not seem to care to handle problems that go along with the implant other than referring patient to the manufacturer. Patient stated they tried to see another urologist but they did not want to see patient since they had the interstim implant. Emailed patient physician listing per patient's request. Patient mentioned they would make an appointment with another hcp to coordinate appointment with rep. Patient also mentioned they have "taken all the different pills and that hasn't seemed to help". Patient redirected to their hcp to discuss. Additional information was received from thepatient (pt). They reported ongoing therapy concerns, stating the therapy is just not working for them and they wish to have it removed. Patient said they don't use the device anymore because it didn't work. Walked caller through putting the device into MRI mode and they got a message "therapy has stopped. Replace the internal device to continue therapy". Redirected the patient that they would either need to get a different diagnostic test, or have the system removed. Patient asked for doctor listings because doctor moved. Emailed patient doctor listings. Additional information was received from the patient. The patient reported that therapy didn't really help at all. The patient said they were scheduled to have system removed either on january 15th or january 16th.